Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502300, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation mentor smooth round moderate plus profile 325cc saline prostheses on (B)(6) 2013. In 2015 the patient noted bilateral ripples, air pockets, and deflation. In 2017, these issues were confirmed by a physician¿s examination. Additionally, worsening back pain, breast pain, brain fog, and fatigue were also reported. As a result, the devices were explanted on (B)(6) 2018. (See 1645337-2018-02093 for contralateral prosthesis report).

Manufacturer narrative:
The device history record ( DHR) of lot number 6733859 was reviewed on 4/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).